Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v911922, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v931137, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information was received from the health care professional (hcp) and manufacture representative that reported there was a damaged extension. The patient complained of her chest being shocked when the implantable neurostimulator (ins) was implanted. The ins was at elective replacement indicator (eri) and the patient was having electrical shocks in the ins chest pocket. It was initially assumed that there was an electrical leak from the ins. When they replaced the ins on the day of report, an impedance check was performed. The impedances were all high on the right side except for contact 8. The other port was tried and the impedances still remained high. It was then noticed that part of the extension, about two inches from the end, looked scuffed. After more observation it was determined that the extension was damaged somehow. The ins was replaced but no further action had been taken yet. One contact remained intact and they would try to program around the damaged extension. The patient was implanted for dystonia.